Event description:
It was reported that the device overheated and smoke could be smelled. Additional information has been requested from the user facility.

Event description:
It was reported that the device overheated and smoke could be smelled. Additional information has been requested from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.